Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with an 810:11 failure code was confirmed but not reproduced during product evaluation. The cause of the reported condition was determined to be an out of calibration air-in-line printed circuit board (ail pcb). The ail pcb was recalibrated and verified to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with an 810:11 failure code. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.